Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of a 30 minutes of delay might have occurred due to a malfunction of the device since the phenomenon occurred during procedure. The root cause could not be identified. Additionally, the phenomenon of the screen turned black, and the phenomenon of the touch panel blackout likely occurred due to a faulty printed circuit board. The root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter - the complete establishment name and address is as follows: (B)(6) hospital. (B)(6), china. The suspect device was returned to olympus for evaluation and the allegation was confirmed. There was no output with color bars on the monitor, and a black screen was observed. There were no issues noted with the appearance as well as the interior of the device. A spare printed circuit board (pcb) was installed on the device, and the fault was not observed. The fault was observed when the user facility's pcb was used on a spare device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera elite ii video system center exhibited a black screen when the endoscope was connected during preparation for a laparoscopic cholecystectomy. The patient had already been under anesthesia for more than half an hour when the malfunction occurred. The procedure was delayed by half an hour but was eventually completed with another device. There was no harm or user injury reported due to the event.